Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic with complaints of pocket stimulation. Upon device interrogation, it was noted that the left ventricular lead exhibited loss of capture. The lead was disabled and a chest x-ray revealed that the lead had dislodged into the pocket area. On (B)(6) 2014, the lead was repositioned successfully and no further diaphragmatic stimulation was noted.